Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, evaluation was found under all key contacts. The keypad cover was returned intact. During testing, the contrast button was unresponsive which has no effect on insulin delivery; all other buttons responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination under key contacts. This report is made based on results of investigation completed on (B)(4)2013. There was no adverse event associated with this complaint.